Manufacturer narrative:
(B)(4).

Event description:
It was reported over the phone that a (B)(6) year old male went into cardiac arrest on (B)(6) 2015. The paramedic was able to insert the 25mm needle, but was not able to twist the stylet off of the hub to start an IV, causing a delay. Insertion at a second site was done successfully; however, patient expired. The paramedic who reported the complaint stated that the device did not contribute to the patient's death.

Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed because no sample was returned for evaluation. No lot number was provided by the customer so a review of manufacturing records could not be performed. No root cause could be determined and no further action will be taken.